Event description:
It was reported that the device posted an alarm during use indicating a low airway pressure. As per report, this led to a delay in treatment - further explanations for that aspect were not made. There was no detail in the report which would reasonably suggest that final health consequences to the patient may have occurred.

Manufacturer narrative:
The user facility has mentioned that the event was traced back to an issue with the valve of the patient circuit system. This can neither be confirmed nor denied since the hospital did not involve the local dräger s&s organization into any follow-up measures. Dräger was also not able to obtain further details how significant the delay of treatment was and if any medical intervention was made. The concerned main device is an emergency and transport ventilator. It has to be used in combination with a patient circuit system that is equipped with an expiratory valve and a flow sensor near the patient opening. It would be plausible that impaired valve operation causes the reportedly observed loss in airway pressure and triggers a dedicated alarm at the ventilator. It is thus considered likely that there is no issue with the ventilator itself which would require repair or correction - the issue was caused by an accessory for which is not known if it was manufactured by dräger or not. The IFU emphasizes that a pre-use check with the complete set-up of device, patient circuit system and further accessories shall be made whenever a new patient circuit system is being introduced. If present at this point in time already, the pre-use check will detect the impairment in valve operation. Dräger finally concludes that the ventilator responded as designed upon a deviation that most likely be attributed to an accessory of unknown brand.